Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va01229, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient¿s daughter had been trying to program the patient¿s device. They checked the patient¿s device and it was on and the batteries were okay. The reporter had been increasing the stimulation but the patient was not feeling the stimulation at all. It was noted that the patient¿s stimulation had been increased in july and the patient felt it a little bit at that time, but then the stimulation sensation went away. It was stated that the patient also had a bladder infection at that time and they weren¿t sure if that had to do with anything. Reportedly, the patient hadn¿t been able to feel stimulation since july. It was noted that the patient had their device checked shortly after implant and everything was okay at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that there was not a 50% or greater symptom reduction. The event cause was determined; it was device related. The patient was reprogrammed with no success. The device was turned off. Date was noted as 2014 (B)(6). The patient experienced a loss of therapeutic effect; it was unknown if it was sudden or gradual. The patient experienced a loss of stimulation; it was unknown if it was sudden or gradual. The patient outcome was unknown.